Manufacturer narrative:
Concomitant products: baxter 500ml IV bag of 0.9% nacl, lot c992958, exp. 01/17, therapy date (B)(6) 2015. The customer¿s report of a leak at the filter was confirmed. Functional testing was performed and no leaks were observed. However, visual inspection showed that the filter membrane appeared to be damaged. Pressure testing was performed and leaking from the proximal filter vent was noted at 5psi . The root cause of the filter leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while a nurse was infusing etoposide a leak was noted at the filter. The patient came in contact with the chemotherapy medication when he touched the leaking filter. The appropriate interventions were taken to avoid patient harm. No lasting harm was reported.